Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced a drop in glucose levels and lost consciousness around midday 1:00pm. The patient took a comparative fingerstick, the cgm reading was 160 mg/dl and the bg reading was 24 mg/dl. The patient tried to elevate the bg by drinking juice. The patient could not elevate it fast enough and lost consciousness. An ambulance was called by a family member and the patient was taken to the emergency room (ER). There the patient was treated with glucagon. The patient spent half a day at the hospital and was discharged the same day in the afternoon. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.